Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shock due to noise on the right ventricular lead. The lead also exhibited low r-waves and high capture thresholds. The lead was explanted and replaced on (B)(6) 2019. The patient was in stable condition.